Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device comes apart. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.